Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the pump powered up to a dim verify screen with a pinkish contrast. A battery compartment crack was found above the grip pad. The keypad cover was peeling from the base with the ¿ok¿ button contact showing. All the buttons responded properly. Removal of the keypad cover found contamination under all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the battery compartment was cracked, and contamination was found under the button contacts. This report is made based on the results of investigation completed on (B)(6) 2015.